Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there is low vacuum on tubes when they are within 3 days of expiration with an unspecified bd vacutainer® citrate blood collection tubes. The following information was provided by the initial reporter: experienced low vacuum on a few occasions when within 3 days of expiration on the citrate blue top tube. It would "under draw." This was infrequent and only within 3 days of expiration.

Event description:
It was reported that there is low vacuum on tubes when they are within 3 days of expiration with an unspecified bd vacutainer® citrate blood collection tubes. The following information was provided by the initial reporter: experienced low vacuum on a few occasions when within 3 days of expiration on the citrate blue top tube. It would "under draw." This was infrequent and only within 3 days of expiration.

Manufacturer narrative:
H.6. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. No DHR review can be carried out as lot number is unknown. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed h3 other text : see section h.10.